Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during robotic transabdominal preperitoneal right inguinal hernia repair, while on closure of the peritoneum, the mesh was damaged. The technician cut the four corners of the mesh to round the edges per surgeon preference. Then the mesh was folded with grips in barrier out and quickly dipped it in saline to hydrate it. It did not sit long for long in a tray. The mesh was inserted down the trocar and was noticed that the shiny collagen handling film was flaking off in postage stamp sized clumps once it was inside of the patient. To resolve the issue, the defective mesh was removed using a 5mm endo catch bag, and a new piece mesh was opened and used to complete the case. There was no patient injury.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the mesh was contaminated and cut on its entire length and on its corners (neat cut), the textile knitting pattern was found as expected, the mesh was folded grip outside, and the collagen film was flaking off on a large part of the mesh (mainly in the central fold). It was reported that the mesh tore, and a component disengaged from the device into the surgical cavity. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: grasp the mesh at either end and insert it through the trocar. It is recommended to use a trocar of at least 10mm internal diameter to introduce a mesh of size up to 15x10 cm and a trocar of at least 12mm internal diameter to introduce a mesh of size 16x12 cm or above. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.